Manufacturer narrative:
A medtronic representative, following up with the site, performed a navigation system check-out, and reported all areas passed. The medtronic representative was unable to replicate the reported issue. No further issues reported.

Event description:
A medtronic representative reported that during a cranial resection procedure the camera was intermittently tracking the patient reference frame and was not visible in the software. To troubleshoot the issue the medtronic representative changed camera position, changed camera, cleaned off the patient reference frame spheres, and changed the spheres on the reference frame, without resolution. The medtronic representative then rebooted the navigation and imaging systems, after which the patient reference frame tracked as it should. There was a reported 45 minute delay due to this issue. The surgeon completed the procedure with the use of the navigation and imaging systems. There was no impact on patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Software engineering retrieved the logs and computer then went into hardware testing. During the first boot attempt as the computer was received, the device went to network. The bios was set to the specified settings and the computer then passed all hardware testing. The most likely cause was that the bios settings had been changed by user. The device was found to be fully functional with no problem found. The software investigation also found that the software functioned as designed.

Manufacturer narrative:
Patient weight provided.